Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: a picture of the device confirms the reported event. There was a hair on the uhr bipolar. Conclusion: a picture of the device confirms the reported event. There was a hair on the uhr bipolar. Nc pr was raised due to the presence of foreign material in a sample of randomly selected product packages. CAPA was initiated to investigate root cause. The CAPA has been closed and corrective actions have been implemented. The reported event was considered to be under the scope of CAPA. No further investigation is required at this time.

Event description:
As the surgical tech opened the 45mm uhr bi-polar head he noticed there was a hair in the bi-polar head. The head never touch the sterile field, only the gloves. The tech passed off the affected implant and changed his surgical gloves and we proceeded with the case. There was no adverse event because of it.

Event description:
As the surgical tech opened the 45mm uhr bi-polar head he noticed there was a hair in the bi-polar head. The head never touch the sterile field, only the gloves. The tech passed off the affected implant and changed his surgical gloves and we proceeded with the case. There was no adverse event because of it.